Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient was seen at the doctor¿s office for their post-operative appointment. Lead connectivity and impedances were both normal. Paresthesia was felt in the left abdomen and right flank areas. The doctor wanted to wait three months to see if improvement was felt in the low back.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was lead migration. A loss of therapy and stimulation in an undesired location were reported. The device was revised. Successful revision of two leads today. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the patient was having issues with their programming. The device functioned but it was not providing any relief. The patient had tried different groups and programs to increase the intensity but that did not resolve the issue. Patient noted they had not used the device in 6 months because it did not work. Patient needed help getting in touch with a representative for reprogramming. Patient called their doctor's office and they gave them the number to the representative that they normally call but the patient could not get in touch with them. Pt noted they had a problem with therapy right after it was implanted and a month later they met with a medtronic rep who changed their programming and since then it did not work. The issue was not resolved. Additional information was received f rom a manufacturer representative (rep). The rep reported that the patient was seen at the physician's office on (B)(6) 2024. They stated that the cause was not determined at that time. The system was interrogated and the lead connections were good. Impedances were checked and two electrodes were displaying as ¿avoid." Multiple programming combinations were attempted. All resulted in abdominal and groin stimulation. The physician had ordered imaging of the implanted leads to determine their present anatomical location.